Event description:
The customer returned the device stating, ¿the cassette was not attached properly¿; during device evaluation it was found that the downstream occlusion sensor was defective, and the upstream occlusion seal was buckling. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the cassette was not attached properly¿ was confirmed through visual inspection and functional testing. The probable cause was a defective downstream occlusion (dso) sensor. Further investigation found the upstream occlusion (uso) seal was buckling. The dso sensor and uso seal were replaced. Performed dso/uso calibration and occlusion tests. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.